Event description:
It was reported to st. Jude medical that during routine monitoring, a pacing impedance change along with a loss of pacing capture at 10v and noise was observed. The pt did not exhibit any symptoms. The decision was made to explant the entire system.